Manufacturer narrative:
H6 patient codes - e2402 (induration, redness). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a incisional hernia. It was reported that after the implant, the patient experienced an abscess, infection which resulted in induration, enterocutaneous fistula, serosal injuries to small bowel, adhesions, inflammation, hernia recurrence, necrosis, edema, redness, swelling, purulent material, small bowel obstruction, pain, seroma, mesh migration, small bowel appeared to be communicating with mesh, and mesh erosion into viscera. Post-operative patient treatment included mesh removal, incision and drainage of abscess, small bowel resection, lysis of adhesions, small bowel dissected from prior mesh, revision surgery, admission to hospital, antibiotics, abdominoplasty, appendectomy, and hernia repair with life cell mesh.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a incisional hernia. It was reported that after the implant, the patient experienced an abscess, infection which resulted in induration, enterocutaneous fistula, serosal injuries to small bowel, adhesions, inflammation, hernia recurrence, necrosis, edema, redness, swelling, purulent material, small bowel obstruction, pain, seroma, mesh migration, small bowel appeared to be communicating with mesh, mesh erosion into viscera, nausea, and perforation. Post-operative patient treatment included mesh removal, incision and drainage of abscess, small bowel resection, lysis of adhesions, small bowel dissected from prior mesh, revision surgery, admission to hospital, antibiotics, abdominoplasty, appendectomy, hernia repair with life cell mesh, panniculectomy, umbilectomy, blake drain, and CT scan. Relevant tests/laboratory data: 06 oct 2011: op note stated CT scan had shown recurrence of hernia as well as induration throughout her subcutaneous fat below the umbilicus, from skin to the fascial level. 06 oct 2011: pathology report from skin and soft tissue specimen showed acute and chronic inflammation, necrosis and surgical mesh. Small bowel segmental resection with acute serositis, serosal adhesions and transmural edema, with focal adherent bowel loop.

Manufacturer narrative:
Additional information: b5, b7, g1(manufacturer name, first name, last name, street 1, city, region, postal code, email, phone), h6(patient codee) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a incisional hernia. It was reported that after the implant, the patient experienced an abscess, infection which resulted in induration, enterocutaneous fistula, serosal injuries to small bowel, adhesions, inflammation, hernia recurrence, necrosis, edema, redness, swelling, purulent material, and mesh erosion into viscera. Post-operative patient treatment included mesh removal, incision and drainage of abscess, small bowel resection, lysis of adhesions, small bowel dissected from prior mesh, revision surgery, admission to hospital, antibiotics, abdominoplasty, appendectomy, and hernia repair with life cell mesh.